Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked at the port junction. The issue was noticed during the disinfection of compounded units for sterility testing. There was no patient involvement. No additional information is available.